Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected high pacing impedances on the right and left ventricular leads. The right ventricular lead also had high thresholds. This patient recently was admitted for lung congestion recently when these issues were discovered. The physician suspected a connection issue and preferred to wait for the patient to recover from their illness before intervening.

Manufacturer narrative:
A lead revision was performed. An insulation breach was noted on the left ventricular lead. A lead repair kit was used and the measurements were normal after several checks. It was later reported during the revision the setscrews were all down, the pins were all the way back in the port. A tug test on all the leads confirmed they were secured. Both leads remain in-service. The physician opted to continue to monitor. Investigation is completed to date. Should additional information become available this event will be updated.